Event description:
The quality controls required before use of the hemochron jr. And the numbers obtained were appropriate. Subsequently, the hemochron jr was used to obtain an activated clotting time, act, on a patient undergoing an angioplasty. Patient was given 2000 units of heparin and device displayed an act = 152. Twenty-five minutes later, the patient was given another 1000 units of heparin and device displayed act = 152. After 20 minutes, another 1000 units of heparin were given to the patient and the act obtained was 169. The anesthesiologist who was monitoring the patient reports that after 4000 units of heparin, the patient's act should have been approximately 200. A ptt, prothrombin time, requested from lab at the same time was greater than 106 seconds.